Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increasing and high, plateaued impedance, suggesting possible calcification. The rv lead remains in use. The physician will monitor impedance going forward. No patient complications have been reported as a result of this event.